Event description:
It was reported that the pump screen was dark and would not turn on. There was no adverse impact on the patient¿s blood glucose level. Technical support guided the patient through troubleshooting steps, but the issue persisted. Consequently, it was decided to replace the malfunctioning pump. The customer reverted to an alternate method of insulin therapy.